Manufacturer narrative:
(B)(4).

Event description:
It was reported, "during the PICC insertion procedure guided by ultrasound, following successful puncture with a 21g needle and ultrasound verification of intravascular guide placement, the dilator was advanced and then the peel-away introducer was inserted. At the moment of its advancement, blood was observed exiting through the upper junction between the peel-away and the introducer, accompanied by abnormal resistance and a sensation of tissue tearing. The device was immediately removed, revealing structural deformity of the peel-away (abnormal) blooming/opening of the material). The kit was replaced and the procedure continued; the peel-away advanced without complications and the catheter was then inserted. The following actions were taken: immediate suspension of the procedure upon evidence of failure, removal of the defective device, request for a new sterile kit, and catheter insertion according to protocol. No significant injury was observed in the patient. During the event, abnormal resistance and a sensation of tissue tearing were perceived; however, there was no subsequent clinical evidence of relevant vascular or tissue damage." The patient's condition was reported as fine.